Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At an unknown date, transesophageal echocardiogram (tee) was performed, and a device related thrombus (drt) was visualized on the closure device. There appeared to be a rather large overhanging limbus in the tee images. The physicians plan to continue the patient on eliquis and do a follow up tee in three (3) months. There were no patient complications.

Manufacturer narrative:
B3: bsc aware date used as event date as it remains unknown. Medical media was provided and reviewed by bsc quality engineers for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.

Manufacturer narrative:
B3: bsc aware date used as event date as it remains unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At an unknown date, transesophageal echocardiogram (tee) was performed, and a device related thrombus (drt) was visualized on the closure device. There appeared to be a rather large overhanging limbus in the tee images. The physicians plan to continue the patient on eliquis and do a follow up tee in three (3) months. There were no patient complications.